Manufacturer narrative:
(B)(6).

Event description:
It was reported that dissection occurred. The 80% stenosed target lesion was located in the non tortuous and non calcified left anterior descending artery. The lesion pre dilated with 2x9mm a semi compliant (sc) balloon followed by 2.5x9mm sc balloon. After a 3.50 x 24mm promus elite mr drug eluting stent was deployed at 12 atmospheres- with no issues, a visible dissection was observed at the proximal edge of the stent. The patient experienced slow flow, no reflow. Another stent was deployed to cover the dissection and the stent post dilated with a 3.50 x 8mm non compliant balloon to complete the procedure. The patient was stable post-procedure and recovered fully.